Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating, and downloads had stopped, as indicated in the hs viewer. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from in house that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was communicating. A technical support specialist remotely logged into the device, reviewed the remote support service status tab, and observed an error while applying changes. The technical support specialist ran logs and confirmed there were no disconnected icons displayed on the device and that recent data synchronization logs showed no issues in syncing. The technical support specialist logged into the server through rss and verified that the device sync status was showing current download, upload, published, and heartbeat activity. The technical support specialist contacted the customer, who confirmed the issue was resolved and the case could be closed. The system functioned as intended after the technical support specialist investigated the device.